Event description:
Per the clinic, the patient experienced abnormal sound quality with device use. An x-ray was performed and indicated the device had migrated out of the cochlea. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6) 2015. - (B)(4).